Manufacturer narrative:
The following functional tests were performed: a authorized representative went onsite to evaluate the device and found it to be working as expected. Based on the information available and the testing conducted, philips was not able to replicate the reported problem and the exact cause of the reported issue is unknown. The reported problem was not confirmed. The device was confirmed to be working as expected during testing. However, the exact cause for the reported issue could not be established. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the intellivue mp60 had a speaker failure. It is unknown if there was still sound coming from the device. The device was not in use on a patient at the time of the event.

Event description:
It was reported that the intellivue mp60 had a speaker failure. It is unknown if there was still sound coming from the device. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. (B)(6). A follow-up report will be submitted upon completion of the investigation.